Event description:
The customer reported via social media that she had been hospitalized with diabetic ketoacidosis. Three attempts were made to contact the customer via phone call, and each time, a company representative left a voicemail providing contact information.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.